Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer.